Event description:
Reporter indicated that vns patient was explanted due to a staph infection. It was reported that vns therapy was beginning to provide some seizure control for the patient, but due to the abscess, the patient was explanted with plans to reimplant in 6-8 weeks.